Event description:
A malfunction alarm was reported by the customer during the insulin pump operation, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with the help of technical support, but the alarm occurred again, preventing successful therapy resumption. Technical support decided to replace the pump, which was still under warranty. The customer was asked to contact their healthcare provider for a backup insulin therapy plan, as no backup was available at the time. Instructions were given to the customer to put the pump in storage mode and return it with a pre-paid label, which they acknowledged and understood.